Event description:
A 3ml syringes discovered to be cracked upon manipulating for IV sterile compounds. Defect lot numbers identified: 3103923, 3111336, 3118444 and 3111348. Cracked syringes were not used to complete sterile compounds. Reference reports mw5120693, mw5120694, mw5120696.